Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from health care provider (hcp) indicated the patient first experienced the alarm on (B)(6) 2016 and had increased spasticity and itching. The pump alarmed and was in safe mode due to battery elective replacement indicator (eri) and the battery was due for pump exchange. The patient was scheduled for pump exchange for (B)(6) 2016 and the pump was in safe state. The patient was on oral baclofen 30 mg-40 mg po tid starting (B)(6) 2016 and lorazepam, tramadol 50 po, intrathecal lioresal 2000 mcg/ml at 12.2 mcg/day. Upon refill procedure on (B)(6) 2016, it was noted the pump had automatically gone into safe state. The telemetry logs confirmed the pump was in safe state and a reset occurred. The patient's medical history included multiple sclerosis and spasticity. Additional information from the manufacturer's representative (rep) on (B)(6) 2016 stated the pump was replaced that da y and the patient's starting dose was 25 mcg.

Event description:
Information was received from a healthcare provider via a manufacture's representative regarding a patient receiving unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported the patient's pump was alarming. The healthcare provider was going to cover the patient with oral medication and monitor for signs and symptoms of withdrawal. On (B)(6) 2016 e1a (hcp,rep): additional information was received from a healthcare provider via a manufacture's representative stating the patient's pump was not dead but was close to eri, and the patient kept rescheduling the replacement surgery. It was reported the patient is scheduled to get the new pump implanted on tuesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.